Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the air and water nozzles were clogged with foreign matter, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation the complaint was confirmed and the up/down and right/left knobs had play and the down and right angulation was not to specification. Also, evaluation found the light cover glass was chipped, the light and optical cover glass adhesives were worn, the distal end adhesive was lifting, the bending section adhesive was lifting, the air/water flow and volume was not to specification, the water removal was not to specification, and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation wire of the evis lucera elite colonovideoscope was broken. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material protruding from the air/water nozzle. The foreign material appeared to be a brush like material. The report is being submitted due to foreign material in the scope found during evaluation.